Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pelvic pain/ pain/ constant pelvis pain") in a 38-year-old female patient who had essure (batch no. 695927 / ci-375-pk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, endometriosis (chief complaint: vaginal lumps.) And ovarian cystectomy. Concurrent conditions included herpes nos since (B)(6) 2010, progressive infantile idiopathic scoliosis, hormonal imbalance since (B)(6) 2014, vomiting since (B)(6) 2014, muscle ache since (B)(6) 2014, food refusal since (B)(6) 2014, acute maxillary sinusitis since (B)(6) 2014, acute pharyngitis since (B)(6) 2014, cellulitis of arm since (B)(6) 2014, accident since (B)(6) 2014, laceration of face since (B)(6) 2014 and primary hypothyroidism. Family history included anxiety (mother and maternal grandmother: family history of anxiety (symptom); depression.) And depression (mother and maternal grandmother: family history of anxiety (symptom); depression.). Concomitant products included drospirenone + ethinylestradiol (yasmin) since (B)(6) 2013 for menorrhagia, vaginal haemorrhage and contraception as well as alprazolam (xanax) since 2013, bupropion (wellbutrin), levothyroxine sodium (synthroid) since (B)(6) 2013 and lorazepam (ativan) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failure to occlude (close) fallopian tube(s)"). On (B)(6) 2010, the patient experienced herpes simplex ("herpes simplex"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe menstrual cramping/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced migraine ("migraines/migraines"), fatigue ("chronic fatigue/ fatigue"), headache ("headaches") and weight fluctuation ("weight gain / loss"). In (B)(6) 2011, the patient experienced uterine disorder ("irregularity of uterine contour (secondary to inflammation)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced premature menopause ("early menopause /early onset menopause"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced libido decreased ("decreased libido"), abdominal tenderness ("lower abdominal tenderness"), inflammation ("general inflammation"), arthralgia ("right knee pain"), insomnia ("insomnia"), amenorrhoea ("amenorrhea"), hot flush ("hot flashes"), hirsutism ("facial hair"), night sweats ("night sweats"), acne ("acne"), mood swings ("mood swings"), crying ("crying"), depression ("depression"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain (bilateral) / constant abdomen pain"), abdominal distension ("gas/bloating"), back pain ("back pain/ constant back pain"), anxiety ("worsening of her anxiety"), allergy to metals ("nickel allergy") and abdominal pain lower ("cramping"). The patient was treated with cortisone, luteinising hormone (human), paracetamol (tylenol es) and surgery (on (B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, mood swings, abdominal pain, back pain and abdominal pain lower had resolved, the premature menopause, libido decreased, abdominal tenderness, dysmenorrhoea, inflammation, arthralgia, insomnia, amenorrhoea, hot flush, hirsutism, night sweats, acne, crying, migraine, fatigue, weight increased, herpes simplex, uterine disorder, abdominal distension, headache, vaginal haemorrhage, menorrhagia, complication of device insertion and weight fluctuation outcome was unknown and the alopecia, depression, anxiety and allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, acne, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, back pain, complication of device insertion, crying, depression, dysmenorrhoea, fatigue, headache, herpes simplex, hirsutism, hot flush, inflammation, insomnia, libido decreased, menorrhagia, migraine, mood swings, night sweats, pelvic pain, premature menopause, uterine disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both fallopian tubes,unsuccessfu current weight: 130.00 lbs. Approximate weight at the time of essure placement: 122.00 lbs. On (B)(6) 2011, hysterosalpingogram showed unsuccessful occlusion of the left fallopian tube, subtle spillage and flow noted on left fallopian tube . On (B)(6) 2010, hysterosalpingogram showed full occlusion of both fallopian tubes,unsuccessfull unsuccessful occlusion of the left. Fallopian tube. On (B)(6) 2013, she stated she believes it is from her fallopian tubes. She having surgery, but is in a lot pain. Essure confirmation test, clinical indication: prior tubal occlusion by essure wires. Hysterosalpingogram: a few filling defects are seen transiently within the uterine cavity. There is slightly irregularity of the uterine wall, which may represent inflammatory change of scar. Bilateral essure wires are seen with contrast partly surrounding the proximal portion of the left essure wire. Impression: non-patient uterine tubes and irregularity of the uterine contour. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporters were added. Plaintiff¿s family history, historical condition, concomitant disease, treatment drug and lab data were added. Essure lot number added. Outcome for anxiety, depression, hair loss were updated to not recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pelvic pain/ pain/ constant pelvis pain") in a 38-year-old female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (yasmin) since 9-oct-2013 for menorrhagia, vaginal haemorrhage and contraception as well as alprazolam (xanax) since 2013, bupropion (wellbutrin), levothyroxine sodium (synthroid) since 9-oct-2013 and lorazepam (ativan) since 7-jan-2011. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failure to occlude (close) fallopian tube(s)"). On (B)(6) 2010, the patient experienced herpes simplex ("herpes simplex"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe menstrual cramping/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On 1-sep-2010, the patient experienced migraine ("migraines/migraines"), fatigue ("chronic fatigue/ fatigue"), headache ("headaches") and weight fluctuation ("weight gain / loss"). In (B)(6) 2011, the patient experienced uterine disorder ("irregularity of uterine contour (secondary to inflammation)"). On 1-apr-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 1-jun-2013, the patient experienced premature menopause ("early menopause /early onset menopause"). On 7-aug-2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced libido decreased ("decreased libido"), abdominal tenderness ("lower abdominal tenderness"), inflammation ("general inflammation"), arthralgia ("right knee pain"), insomnia ("insomnia"), amenorrhoea ("amenorrhea"), hot flush ("hot flashes"), hirsutism ("facial hair"), night sweats ("night sweats"), acne ("acne"), mood swings ("mood swings"), crying ("crying"), depression ("depression"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain (bilateral) / constant abdomen pain"), abdominal distension ("gas/bloating"), back pain ("back pain/ constant back pain"), anxiety ("worsening of her anxiety"), allergy to metals ("nickel allergy") and abdominal pain lower ("cramping"). The patient was treated with cortisone, luteinising hormone (human) and surgery (on 09-oct-2013, bilateral salpingectomy). Essure was removed on 9-oct-2013. At the time of the report, the pelvic pain, mood swings, abdominal pain, back pain and abdominal pain lower had resolved, the premature menopause, libido decreased, abdominal tenderness, dysmenorrhoea, inflammation, arthralgia, insomnia, amenorrhoea, hot flush, hirsutism, night sweats, acne, crying, migraine, alopecia, depression, fatigue, weight increased, herpes simplex, uterine disorder, abdominal distension, headache, anxiety, vaginal haemorrhage, menorrhagia, complication of device insertion and weight fluctuation outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, acne, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, back pain, complication of device insertion, crying, depression, dysmenorrhoea, fatigue, headache, herpes simplex, hirsutism, hot flush, inflammation, insomnia, libido decreased, menorrhagia, migraine, mood swings, night sweats, pelvic pain, premature menopause, uterine disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-nov-2010: full occlusion of both fallopian tubes,unsuccessfu current weight: 130.00 lbs approximate weight at the time of essure placement: 122.00 lbs on 08-jul-2011, hysterosalpingogram showed unsuccessful occlusion of the left fallopian tube, subtle spillage and flow noted on left fallopian tube on 12-nov-2010, hysterosalpingogram showed full occlusion of both fallopian tubes,unsuccessfull unsuccessful occlusion of the left fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporter added. Plaintiff ¿s demographics, concurrent condition and concomitant medications added. Essure indication and stop date was updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), nickel allergy, failure to occlude (close) fallopian tube(s), weight gain / loss, early onset menopause and cramping were added. The event migraines / headaches, dysmenorrhea (cramping) and fatigue clubbed with previous event. Lab data and treatment drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and pelvic pain ("abnormally severe pelvic pain/ pain/ constant pelvis pain") in a 38-year-old female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, endometriosis (chief complaint: vaginal lumps.), ovarian cystectomy and nickel sensitivity. Concurrent conditions included herpes nos since (B)(6) 2010, progressive infantile idiopathic scoliosis, hormonal imbalance since (B)(6) 2014, vomiting since (B)(6) 2014, muscle ache since 18-sep-2014, food refusal since (B)(6) 2014, acute maxillary sinusitis since (B)(6) 2014, acute pharyngitis since (B)(6) 2014, cellulitis of arm since (B)(6) 2014, accident since (B)(6) 2014, laceration of face since (B)(6) 2014, primary hypothyroidism and body mass index normal. Family history included anxiety (mother and maternal grandmother: family history of anxiety (symptom); depression.) And depression (mother and maternal grandmother: family history of anxiety (symptom); depression.). Concomitant products included drospirenone + ethinylestradiol (yasmin) since 9-oct-2013 for menorrhagia, vaginal haemorrhage and contraception as well as alprazolam (xanax) since 2013, bupropion (wellbutrin), levothyroxine sodium (synthroid) since 9-oct-2013 and lorazepam (ativan) since 7-jan-2011. On 18-jun-2010, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failure to occlude (close) fallopian tube(s)"). On 1-jul-2010, the patient experienced herpes simplex ("herpes simplex"). On 15-jul-2010, the patient experienced dysmenorrhoea ("abnormally severe menstrual cramping/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On 1-sep-2010, the patient experienced migraine ("migraines/migraines"), fatigue ("chronic fatigue/ fatigue"), weight increased ("weight gain"), headache ("headaches") and weight fluctuation ("weight gain / loss"). In july 2011, the patient experienced uterine disorder ("irregularity of uterine contour (secondary to inflammation)"). In september 2011, the patient experienced premature menopause ("early menopause /early onset menopause"). In september 2011, the patient experienced libido decreased ("decreased libido"), insomnia ("insomnia"), amenorrhoea ("amenorrhea"), hot flush ("hot flashes"), hirsutism ("facial hair"), night sweats ("night sweats"), mood swings ("mood swings"), depression ("depression"), anxiety ("worsening of her anxiety"), bacterial infection ("bacterial infection"), vaginal disorder ("vaginosis"), disturbance in attention ("difficulty concentrating") and palpitations ("palpitation"). In november 2011, the patient experienced abdominal distension ("gas/bloating") and diarrhoea ("diarrhea"). On 1-apr-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 7-aug-2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal tenderness ("lower abdominal tenderness"), inflammation ("general inflammation"), arthralgia ("right knee pain"), acne ("acne"), crying ("crying"), abdominal pain ("severe abdominal pain (bilateral) / constant abdomen pain"), back pain ("back pain/ constant back pain"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramping"), nausea ("nausea"), stress ("overwhelmed"), decreased appetite ("anoxeria") and asthenia ("weakness"). The patient was treated with cortisone, luteinising hormone (human), paracetamol (tylenol es), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on 9-oct-2013. At the time of the report, the device dislocation, premature menopause, libido decreased, abdominal tenderness, inflammation, arthralgia, insomnia, amenorrhoea, hot flush, hirsutism, night sweats, acne, crying, migraine, fatigue, weight increased, herpes simplex, uterine disorder, abdominal distension, headache, vaginal haemorrhage, menorrhagia, complication of device insertion, weight fluctuation, diarrhoea, bacterial infection, vaginal disorder, nausea, disturbance in attention, stress, palpitations, decreased appetite and asthenia outcome was unknown, the pelvic pain, dysmenorrhoea, mood swings, abdominal pain, back pain and abdominal pain lower had resolved and the alopecia, depression, anxiety and allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, acne, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bacterial infection, complication of device insertion, crying, decreased appetite, depression, device dislocation, diarrhoea, disturbance in attention, dysmenorrhoea, fatigue, headache, herpes simplex, hirsutism, hot flush, inflammation, insomnia, libido decreased, menorrhagia, migraine, mood swings, nausea, night sweats, palpitations, pelvic pain, premature menopause, stress, uterine disorder, vaginal disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Current weight: 130 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Hysterosalpingogram - on 12-nov-2010: full occlusion of both fallopian tubes,unsuccessfu current weight: 130.00 lbs approximate weight at the time of essure placement: 122.00 lbs on 08-jul-2011, hysterosalpingogram showed unsuccessful occlusion of the left fallopian tube, subtle spillage and flow noted on left fallopian tube on 12-nov-2010, hysterosalpingogram showed full occlusion of both fallopian tubes,unsuccessfull unsuccessful occlusion of the left fallopian tube. On 23aug2013, she stated she believes it is from her fallopian tubes. She having surgery, but is in a lot pain. Essure confirmation test, clinical indication: prior tubal occlusion by essure wires. Hysterosalpingogram: a few filling defects are seen transiently within the uterine cavity. There is slightly irregularity of the uterine wall, which may represent inflammatory change of scar. Bilateral essure wires are seen with contrast partly surrounding the proximal portion of the left essure wire. Impression: non-patient uterine tubes and irregularity of the uterine contour. Quality-safety evaluation of ptc: lot number 695927 (valid)/ ci-375-pk (invalid): unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: diarrhea, infection (bacterial vaginosis), nausea, migration of essure, difficulty concentrating, overwhelmed, overwhelmed, anorexia, palpitation ,weakness were added. On (B)(6) 2018: no new information incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 14 days after insertion of essure, the patient experienced herpes simplex ("herpes simplex"). In (B)(6) 2011, the patient experienced uterine disorder ("irregularity of uterine contour (secondary to inflammation)"). In (B)(6) 2013, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("decreased libido"), abdominal tenderness ("lower abdominal tenderness"), dysmenorrhoea ("abnormally severe menstrual cramping"), inflammation ("general inflammation"), arthralgia ("right knee pain"), insomnia ("insomnia"), amenorrhoea ("amenorrhea"), hot flush ("hot flashes"), hirsutism ("facial hair"), night sweats ("night sweats"), acne ("acne"), mood swings ("mood swings"), crying ("crying"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), fatigue ("chronic fatigue"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain (bilateral)"), abdominal distension ("gas/bloating"), back pain ("back pain"), headache ("headaches") and anxiety (worsening of her anxiety). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, premature menopause, libido decreased, abdominal tenderness, dysmenorrhoea, inflammation, arthralgia, insomnia, amenorrhoea, hot flush, hirsutism, night sweats, acne, mood swings, crying, migraine, alopecia, depression, fatigue, weight increased, herpes simplex, uterine disorder, abdominal pain, abdominal distension, back pain, anxiety and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, acne, alopecia, amenorrhoea, arthralgia, back pain, crying, depression, dysmenorrhoea, fatigue, headache, herpes simplex, hirsutism, hot flush, inflammation, insomnia, libido decreased, migraine, mood swings, night sweats, pelvic pain, premature menopause, uterine disorder, anxiety and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: revealed tubal patency; on (B)(6) 2011: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.